Manufacturer narrative:
The referenced report of previously reported external percutaneous lead replacement, known short to shield is captured under medwatch MFR report #2916596-2015-02419. (B)(4). Approximate age of device- 4 years and 6 months. The explanted pump will not be returned for evaluation. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had multiple low flows and pump stoppages due to an internal driveline fault. The patient was asymptomatic. The manufacturer's technical service representative reviewed the submitted log file and observed a number of pump stoppages on both power sources between (B)(6) 2018 and (B)(6) 2018. The second log file had 4 lines of current data and showed the pump unable to maintain the set speed. The patient had a previous external percutaneous lead replacement, known short to shield. The pump was exchanged (B)(6) 2018 and will not be returned for evaluation. No additional information was provided.